Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event could have been detected/prevented by following the instructions for use: "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system in the operation manual.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the following: adhesive on the bending section cover had a chip, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to the damage on the forceps elevator the bending section cannot be fixed firmly, and switch 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, the laparo-thoraco videoscope had no image. The issue occurred during preparation for use on an unspecified therapeutic procedure. The procedure was completed with a similar device and there were no reports of patient harm.